Event description:
Procedure - flexible bronchscopy with balloon dilation. 10mm aeris balloon dilation catheter: per dr., the balloon was inflated while in the patient and the balloon broke in the patient. Per dr., no product/balloon residual was left in the patient.

Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided for evaluation. A review of the device history record was performed and it was found that the device was correctly manufactured according to all requirements and specifications. The doctor did not make a report to bryan medical of the product being faulty. A definitive cause for the reported observation could not be determined. End user reported the event to the FDA directly; therefore, bryan medical inc. Has made the decision to report the event as well. There was no patient injury or harm, this event is being reported in an abundance of caution."